Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer's spouse reported the customer having a sensor glucose of 114mg/dl versus blood glucose of 42mg/dl issue. Customer had gone to the hospital for an infection. While she was in the hospital using her pump, sensor/transmitter, she had a low blood glucose of 42mg/dl. The sensor was not reading correctly. Customer mentioned taking an x-ray while wearing the devices. Hospital treated the low by putting glucose in the intravenous fluid. There was no mention of insulin drip being used. Troubleshooting was done for the sensor issue but customer was not feeling okay to troubleshoot the low. Pump was used at the time of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, harm reported on pump with no allegation of device deficiency. The customer reported blood glucose value of 42 mg/dl. The customer reported hypoglycemia and infection treated with glucose/carb intake, ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). Troubleshooting was performed. Customer reported the following led up to the event: customer went to hospital to treat infection and observed a low blood glucose. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-396a. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-396a.